Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician was performing a laparoscopic cholecystectomy using the ae05ml to ligate the cystic duct and artery when she found that the clips were not fastening as expected. A replacement device was opened and used successfully. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73a1800825 was manufactured on 02/06/2018 a total of 288 pieces. Lot was released on 02/08/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. Reference file pic_anp1900059803 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and close. The remaining clips were also able to properly load and were successfully applied to over-stressed surgical tubing. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. No defects or anomalies were observed. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "the clips were not fastening as expected" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 8 clips remaining in the channel indicating that the end user fired 7 clips. Seven of the clips were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the physician was performing a laparoscopic cholecystectomy using the ae05ml to ligate the cystic duct and artery when she found that the clips were not fastening as expected. A replacement device was opened and used successfully. There was no reported patient injury.